Manufacturer narrative:
The product is to be returned for evaluation and testing, but has not yet been received.

Event description:
During coil embolization within the distal internal carotid artery aneurysm, 5.2mm x 6mm (ica), the coil delivery system was noted to be broken. The procedure was completed successfully. There was no adverse effect to the patient. Reportedly, the delivery system appeared normal when removed from the packaging and inspected prior to use. No abnormalities were noted with the delivery system. No resistance was felt during advancing/withdrawal of the delivery system thru the microcatheter (mc). Continuous flush was maintained within the mc. The delivery wire was broken in two pieces outside the patient.